Event description:
Mesh coming through incision - patient implanted 2005. Approximately 6 months after, started with lower incision drainage; suture came through incision, now pieces of mesh coming through. Can't say ring was broken.